Event description:
Boston scientific received info that this right ventricular lead displayed high threshold measurements, low impedance measurements, loss of capture, noise, under sensing and no sensing . During the lead replacement procedure, insulation damge and a lead fracture was noted under the suture sleeve. The lead was explanted and returned for analysis. A new lead was successfully implanted.